Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 1) 273 mg/dl and 130 mg/dl 2) 278 mg/dl and 138 mg/dl the comparisons were performed on different occasions. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.